Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The device was not returned and the serial number of the device was unknown; therefore, a device analysis, event history log review, service history review, and device history review could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient who performed therapy with a homechoice device (hc) passed away. The cause of death was not reported. It was not reported if the patient was performing therapy at the time of death. It was not reported if an autopsy was performed. No additional information is available.